Manufacturer narrative:
(B)(4). The customer returned one, 2-lumen midline catheter for analysis. Signs of use were observed on the catheter body. Visual analysis did not reveal any defects or anomalies on any section of the catheter. The catheter body length measured 8 9/16", which is within the specification limits of 8 7/32"-8 23/32" per the catheter product drawing. The catheter body outer diameter measured 0.071", which is within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)". The catheter extension lines were able to flush as intended. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 ((B)(4).), which states that there shall be no liquid leakage in the form of a falling drop of water at 300-320kpa for 30 seconds. The catheter extension lines were individually connected to a lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A manual tug test confirmed that all extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause catheter component damage or breakage. If placement damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a leaking catheter could not be confirmed through investigation of the returned sample. The catheter did not exhibit any defects or damage. The catheter passed all relevant visual, dimensional, and functional requirements including leak testing performed per iso 10555-1. A device history record review revealed no relevant findings. Therefore, based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that the insertion of the dual lumen midline catheter was challenging due to the patient having difficult vascular access. When the patient was transferred out of radiology, the dressing was dry, and there appeared to be no ooze. A few hours later, on the ward, nursing staff reported that the line was leaking. The midline was subsequently removed. The condition of the patient was reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insertion of the dual lumen midline catheter was challenging due to the patient having difficult vascular access. When the patient was transferred out of radiology, the dressing was dry, and there appeared to be no ooze. A few hours later, on the ward, nursing staff reported that the line was leaking. The midline was subsequently removed.